Event description:
After an implantation period of approx. 79 months, a low pacing impedance was observed via homemonitoring. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2022 showed the sudden decrease of the pacing impedance from approximately 430 ohms to less than 200 ohms at the end of the recorded period. The pacing threshold trend curve showed varying values between 2.8v and 7v. Intermittent capture was observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.